Event description:
Related system controller MFR #: 2916596-2023-03751.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the modular cable being exchanged along with the system controller due to shocking sensations was not confirmed. The heartmate modular cable (lot number 7088220) was not returned for analysis. Additionally, there were no photos, or any other supporting documents submitted. There were no reported issues with the modular cable or why it was exchanged with the controller. Multiple attempts were made to obtain additional information about the reported event such as the lot number of the modular cable that were replaced, if the cause of the shocking sensation was identified, if exchanging the system controller and modular cable resolved the problem, why the modular cable was exchanged, and if the products will be returning to abbott; however, no response was given. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 vad modular cable was manufactured in accordance with manufacturing and quality assurance (qa) specifications. Heartmate 3 patient handbook (rev. D) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible) and the actions to take if the alarms cannot be resolved. The subsection entitled ¿what not to do: driveline and cables¿ informs the user not to twist, kink, or bend the driveline and to check the driveline cable for twisting, kinking, or bending which could cause damage to the wires inside, even if external damage is not visible. Heartmate 3 instructions for use (rev. C) section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook (rev. D) section 6, entitled ¿caring for equipment¿, explain how to properly care for the driveline cable. This section also instructs the user to check the driveline daily for signs of damage such as cuts, holes, and tears, and to call the hospital right away if the driveline is damaged. The driveline needs to be cleaned by gently wiping any dirt or grime using a towel with mild dish soap and warm water. The heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Voluntary medwatch number 3400300000-2022-0000023, was received (B)(6) 2023. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the modular cable was replaced.